Event description:
On (B)(6) 2014, one of the catheter packages allegedly had the top peeled back slightly.

Manufacturer narrative:
A lot history review (lhr) of reyj1928 showed no other similar product complaint from these lot numbers. The device has not been returned to the MFR, at this time, for eval.